Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported low speed operation on the patient history screen. The log file indicated the system controller was getting lower than expected voltage from the patient cable. There were also several unusual power cable disconnected events while connected to patient cable. Also noted a few speed drops with one below the low speed limit due to a low supply voltage. The vad coordinator reported the low speeds have not returned since arrival at the hospital and being placed on hospital equipment.

Manufacturer narrative:
The approximate age of the power module 14 volt patient cable is 22 months from the time of implant to the reported event. The cable may be provided out-of-box to one patient for single patient use at home, or it may stay in the hospital or clinic for multiple patient uses. This is a device labeled for reuse, and as the device may be used by multiple patients, the specific usage of this device is unknown. The cable was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.